Event description:
Medtronic / covidien received information through literature review of "double solitaire mechanical thrombectomy in acute stroke: effective rescue strategy for refractory artery occlusions?" By author j. Klisch. Out of 10 patients, it was reported that 9 patients had the single solitaire technique applied first with an average of 3 passes (1 ¿ 4 passes). One patient had the procedure started with the double solitaire technique to avoid fragmenting the thrombus due to the length of the thrombus. Five patients were reported to have mrs 2. Three patients were reported to have mrs 4 and two patients were reported to have expired. Complete recanalization (tici 2b/3) was achieved in eight patients. One procedural complication was reported. One patient (patient 4) had a residual proximal m2 occlusion after 2 unsuccessful single solitaire passes and 1 double solitaire pass. Contrast extravasation from the m2 segment was observed after further therapy escalation with IV eptifibatide and another single solitaire pass. The ruptured segment was temporarily occluded with a single coil until active bleeding had stopped angiographically. Following de-compressive craniectomy due to a malignant mca (middle cerebral artery) infarct one day after treatment, the patient¿s mrs was 4. Other complications that were reported occurred in seven patients. It was reported that mild vasospasm occurred in these seven patients after the double solitaire technique was performed. No severe vasospasm or arterial dissection was encountered. The information was received from the same article as MDR# 2029214-2015-00524.

Manufacturer narrative:
The report was created to capture the complications reported in the article that can be found online: http://dx.doi.org/10.3174/ajnr.a4133. The devices involved in the event have not been returned for evaluation. No further information was provided regarding the devices. The lot history record reviews were not possible as the lot numbers were not reported. (B)(4).